Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device "resets automatically", which was reproduced as the device continuously powered on without completing power up. The cause was determined to be a seized motor. The motor assembly was replaced. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01908 can be removed from the FDA database.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "automatically resets." It was also reported there was no patient involvement.